Manufacturer narrative:
The reported impedance issue was not confirmed. Analysis of the returned ipg found that it had no physical anomalies, it communicated with all lab utilities, it passed impedance bench testing, and it passed autotest. The returned ipg exhibited normal device characteristics during analysis and no impedance issues were encountered.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22347. It was reported patient was not receiving effective stimulation. Also, the patient's ipg was unable to enter MRI mode. Diagnostic testing revealed high lead impedance values. In turn, surgical intervention was undertaken wherein entire drg system was explanted. This addressed the issue.